Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by manufacturing personnel and did not meet production specification for cut and noise performance. It was also noted by manufacturing personnel that the cap was heating up and the cap is stuck. Quality personnel then investigated the handpiece. The maximum temperature of the handpiece while free running was 43.3 c. Per iso 13732-1, this temperature level does not qualify as a burn regardless of the contact period but was higher in temperature than a new handpiece. Microscopic evaluation revealed significant debris build up inside the cap and head cavities and within the bearing components. The combination of debris, friction between parts, and instability of the set due to a broken bur end bearing retainer are most likely responsible for the customer complaint. In addition, all components looked dry with no sign of lubrication.

Event description:
In this event a doctor reported that an atc mini handpiece overheated. There was no injury or intervention.